Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) was performed on (B)(6) 2010. Results of confirm. Test- bilateral occlusion. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("bleeding- menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder/urinary problems- bladder problems"), fatigue ("fatigue"), alopecia ("hair loss"), visual impairment ("vision problems"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("nuero condit/problem") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, menorrhagia and abdominal pain had resolved and the bladder disorder, fatigue, alopecia, visual impairment, migraine, headache, nausea and nervous system disorder outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain and visual impairment to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal pain, menorrhagia, fatigue, hair loss, vision problems, migraine, headaches, nausea, nuero condit/problem. Patient not received treatment for bladder problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2019: pfs received- previously reported event "injury" updated to "pelvic pain", events- "abdominal pain,dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),bleeding- menorrhagia (heavy menstrual bleeding),bladder/urinary problems- bladder problems,fatigue, hair loss, vision problems, migraine, headaches, nausea, nuero condit/problem", reporter, patient demographic added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 717518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) was performed on (B)(6) 2010. Results of confirm. Test- bilateral occlusion. Concurrent conditions included grand multiparity and uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("bleeding- menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder/urinary problems- bladder problems"), fatigue ("fatigue"), alopecia ("hair loss"), visual impairment ("vision problems"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("nuero condit/problem"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, menorrhagia, abdominal pain, vaginal haemorrhage and vulvovaginal pain had resolved and the bladder disorder, fatigue, alopecia, visual impairment, migraine, headache, nausea and nervous system disorder outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, vaginal haemorrhage, visual impairment and vulvovaginal pain to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal pain, menorrhagia, fatigue, hair loss, vision problems, migraine, headaches, nausea, nuero condit/problem. Patient not received treatment for bladder problems coil length on the patient's right tube was 3 coils and 3 1/2coils on the patient's left. She tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pathology test - on (B)(6) 2018: uterus, cervix, bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: cervix mild dysplasia (cin I) and koilocytosis. Endometrium: secretory endometrium myometrium: no significant histopathologic change. Fallopian tubes: no significant histopathologic change. Pregnancy test - on (B)(6) 2010: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: quality-safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 717518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) was performed on (B)(6) 2010. Results of confirm. Test- bilateral occlusion. Concurrent conditions included grand multiparity and uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("bleeding- menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder/urinary problems- bladder problems"), fatigue ("fatigue"), alopecia ("hair loss"), visual impairment ("vision problems"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("nuero condit/problem"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, menorrhagia, abdominal pain, vaginal haemorrhage and vulvovaginal pain had resolved and the bladder disorder, fatigue, alopecia, visual impairment, migraine, headache, nausea and nervous system disorder outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, vaginal haemorrhage, visual impairment and vulvovaginal pain to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal pain, menorrhagia, fatigue, hair loss, vision problems, migraine, headaches, nausea, nuero condit/problem. Patient not received treatment for bladder problems. Coil length on the patient's right tube was 3 coils and 3 1/2coils on the patient's left. She tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pathology test - on (B)(6) 2018: uterus, cervix, bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: cervix mild dysplasia (cin I) and koilocytosis. Endometrium: secretory endometrium myometrium: no significant histopathologic change. Fallopian tubes: no significant histopathologic change. Pregnancy test - on (B)(6) 2010: negative. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received: new events added: abnormal bleeding (vaginal), vaginal pain. Event outcome were added. Lot number were added. Reporter information were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.